Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the pumping process. Blood glucose levels did not exceed 500 mg/dl, with no adverse impact reported. The caller was guided to remove the cartridge and deliver a 9-unit bolus, after which the bolus completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.